Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-11341. It was reported the patient has been experiencing diminished pain relief. It was also reported the patient received a "low battery" message. It is unk how long the "low battery" message has been present. The pt will meet with her doctor to discuss surgical intervention.